Event description:
It was reported to medtronic minimed that the customer experienced blood at insertion site, change sensor alert and sensor could not be found for pairing. The event involved product(s) mmt-5100clx. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-5100clx.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We received the following: one partial opened/used simplera sensor, one simplera serter returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. Using the sciencescope macroscope (cc-sjunt-4k-af) inspected the serter plunger, retainer, frame, and sensor carrier/snaps for physical damage and found the retainer clip was found bent. Inspected the sensor carrier snaps to have no damage, then inspected the needle retractor shoulders and they were found dented. Inspected the insertion needle for hooks, burrs, or blunt point and none was found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors.it is unknown that the sensor contributed to the event. In conclusion: the customer complaint of change sensor alarm is not confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (retainer clip, needle retractor shoulders damage) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.